Event description:
During the procedure, a part of the mandarin was cut, remaining in the pt's body.

Manufacturer narrative:
Lot number not provided by the reporter. Expiration date unk as lot is unk. (B)(4). Event evaluation: still under investigation at this time.